Manufacturer narrative:
A detailed medical review of the operative report dated september 8, 2023, was performed on 2-29-2024. Data review indicates that as part of the restore clinical trial, a percutaneous arterial transluminal mechanical thrombectomy procedure was performed with aspiration thrombectomy of the left internal carotid artery terminus and left middle cerebral artery m2 vessel utilizing a sofia aspiration catheter on the index procedure date (B)(6) 2023. Data review indicates that immediately following the performance of the thrombectomy procedure on (B)(6) 2023, the patient experienced profound left eye vison loss which improved. On september 9, 2023, diagnostic MRI suggested presentation of a left ica occlusion which was confirmed by performance of a diagnostic cerebral angiogram on september 12, 2023. No further intervention was considered for the newly diagnosed ica occlusion. Based on my review and in my medical opinion, a left ica occlusion occurred with associated left eye vision loss which was temporary and improved. The relationship of these event to the sofia device and performance of the procedure cannot be ruled out. However, no device malfunction was reported as associated with and/or contributing to the reported event. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: based on a review of the last 2 years of complaint data, and at the time of this investigation, no systemic issues have been identified for this batch number that would have caused or contributed to the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. IFU review (additional information can be found in the IFU): potential complications potential complications include but are not limited to: vasospasm, hematoma at the site of entry, embolism, ischemia, intracerebral/intracranial hemorrhage, pseudo aneurysm, seizure, stroke, infection, vessel dissection, thrombus formation, and death. Precautions exercise care in handling the sofia flow plus aspiration catheter to reduce the chance of accidental damage. Use caution when manipulating the sofia flow plus aspiration catheter in tortuous vasculature to avoid damage. Avoid advancing or withdrawal against resistance until the cause of resistance is determined. The presence of calcification, irregularities, or other devices may damage the sofia flow plus aspiration catheter and potentially affect its insertion or removal. Maintain perfusion of heparinized saline for inner lumen of the sofia flow plus aspiration catheter to prevent thrombus formation. Do not use automated high-pressure contrast injection equipment with the sofia flow plus aspiration catheter because it may damage the catheter. The catheter has hydrophilic coating over the distal 60 cm. Make sure to hydrate the coating before use with heparinized saline. Once the catheter is hydrated, do not allow it to dry. Delivery of the sofia flow plus aspiration catheter 6. Navigation through the vasculature b. Insert the guidewire and / or microcatheter into the sofia flow plus aspiration catheter and advance the guidewire / microcatheter until the guidewire / microcatheter and the sofia flow plus aspiration catheter are aligned at the distal end. C. Using the introducer sheath provided in the package, carefully insert the sofia flow plus aspiration catheter and the guidewire through a hemostatic valve of the femoral sheath. Warning: do not over-tighten the hemostatic valve on the sheath or guide catheter through which the sofia flow plus aspiration catheter is inserted. Over-tightening may result in damage to the sofia flow plus aspiration catheter. E. Under fluoroscopic guidance, advance or withdraw the sofia flow plus aspiration catheter over the guidewire and / or microcatheter until the desired position is attained. Select vessels by slowly torqueing the sofia flow plus aspiration catheter if necessary. Warning: do not advance or withdraw the device when excessive resistance is met until the cause of resistance is determined. Warning: torqueing the sofia flow plus aspiration catheter excessively while kinked may damage the device resulting in separation of the device. Withdraw the entire device (the device, microcatheter, and guidewire) if the device is severely kinked. Aspiration through the sofia flow plus aspiration catheter 8. Under fluoroscopic guidance, position the distal tip of the sofia flow plus aspiration catheter at the desired vessel location. Warning: do not advance or withdraw the device when excessive resistance is met until the cause of resistance is determined. Warning: torqueing the sofia flow plus aspiration catheter excessively while kinked may damage the catheter resulting in separation of the catheter. Withdraw the catheter system, including the sofia flow plus aspiration catheter, microcatheter, and guidewire if the sofia flow plus aspiration catheter is severely kinked. 9. Attach aspiration tubing to the aspiration pump and turn on the pump (refer to the directions for use of the aspiration tubing and aspiration pump manual). Confirm that the aspiration gauge reads -20 inhg. Ensure the stopcock on the aspiration tubing is in the closed position. 13. To begin aspiration, turn the aspiration tubing stopcock to the open position and check to see if blood, thrombus, or embolus are aspirated through the system. 14. If after 10 seconds blood is still observed flowing through the system, stop aspiration. To stop aspiration, turn aspiration tubing stopcock to the closed position. Carefully reposition the distal tip of the sofia flow plus aspiration catheter to engage the thrombus and resume aspiration. 15. If flow is restricted or absent, maintain aspiration to make sure any thrombus or embolus is fully engaged with the distal tip of the sofia flow plus aspiration catheter. With the thrombus or embolus fully engaged, slowly pull back the sofia flow plus aspiration catheter and completely withdraw out of the patient. Warning: excessive aspiration with the distal tip of the sofia flow plus aspiration catheter engaged with vessel wall may cause vessel injury. 16. With the sofia flow plus aspiration catheter outside of the patient body, flush the catheter to clear the catheter of any thromboembolic material that may be inside. Warning: do not attempt to clear inner lumen of the sofia flow plus aspiration catheter by infusion while keeping the device in the patient body. Remove the sofia flow plus aspiration catheter from the patient body before attempting to clear the lumen. 17. If repeated access to the vasculature with the same device is desired, flush and clean the inner lumen of the device by infusion. Inspect the device for any damage. Reintroduce the sofia flow plus aspiration catheter into the body and follow steps 6 & 7 in the ¿delivery of the sofia flow plus aspiration catheter¿ section to navigate the catheter to the target site. Warning: do not use the device if any damage or irregularities are observed.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is not available to be returned to the manufacturer for evaluation. Procedural or medical imaging was not provided; however, operative notes were received. The alleged product issue could not be confirmed at this time. However, the investigation is ongoing. Upon completion, of the investigation, a supplemental report will be submitted.

Event description:
As reported through a restore clinical study, immediately following the thrombectomy, the patient had profound left-eye vision loss. Ophthalmology was consulted and during the clinical exam, his vision improved. As part of the workup, he had an MRI on (B)(6) 2023 that suggested a left ica cervical occlusion. He had a diagnostic cerebral angiogram performed (B)(6) 2023 that confirmed an interval left ica cervical occlusion. Since his neurologic exam had returned to baseline with no deficits, no further interventions were considered for the new left ica occlusion. It was felt that his left ica circulation was sufficiently perfused through his existing collaterals. The ae outcome was resolved without sequelae.